Event description:
It was reported that the patient had to go to the emergency room (ER) 2 nights ago because they were starting to have the bladder sensation and they got the remote to switch modes and as soon as they put it on their back to switch the mode, it switched by itself and turned off. It also switched to a high mode and had been shocking the patient ever since. The patient was miserable and was in so much pain. They finally got the patient programmer to work once in the ER and it showed 2 battery screens. One was to show the charge was full and the second one showed the empty or low implantable neurostimulator (ins) battery. They switched the batteries in the programmer, but kept seeing the poor communication screen. The patient reported that they had not had any falls or trauma, but their friend or family member didn¿t know if they had. The patient had an appointment scheduled with their managing health care provider (hcp) today, but they were not sure if the manufacturer should contact the hcp or how that worked. The patient¿s friend or family member tried calling the manufacturer representative and patient services over the weekend without success. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID 3889-28, lot# v745423, implanted: (B)(6) 2011, product type: lead. (B)(4).